Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "the thread did not completely engage the passer and knot formation was incomplete." Hemostasis was achieved with the pro-glide suture by re-tie the slipknots manually." There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) improper or incorrect procedure or method - operator not trained. The device is expected to be returned for evaluation. It has not yet been received.